Event description:
Initially the patient could not adjust the stimulation. She was advised to change the programmer battery which did not resolve the issue. Per the physician, the patient had an abscess (site of abscess not provided). The system was removed. The outcome was reported as recovered without sequelae.